Event description:
The customer contact reported pinholes; subsequently, a leak was noted. The tubing set was being used to deliver a vasoactive solution. At an unspecified time, it was reported that the pt experienced an episode of pulseless electrical activity. The customer contact reported that after approximately 16 minutes, help arrived. After an unspecified length of time, it was reported that deliveries of unspecified concentrations of epinephrine, norepinephrine, and vasopressin were started. No specific details were provided. After an unspecified length of time, it was reported that the pt was transferred via air ambulance to a hospital reported as one hour away. At 1349, it was reported that upon the pt's arrival in the intensive care unit, new solution containers with the same medication were mixed and the solution containers and new lines were hung. No specific details were provided. The customer contact reported that the pt's blood pressure remained stable; however, the customer contact indicated that the pt was being treated for other unspecified issues and required an MRI. At an unspecified time, it was reported that the epinephrine was being delivered at 10mcg or 19ml/hr. No specific details were provided. At 1445, when the pt was being transported to the MRI suite, it was reported that the nurse noted bleed back into the tubing set. The customer contact indicated that when the nurse checked the line, an unspecified volume of solution leaked from perforations in the tubing. No specific details were provided. At 1446, the blood pressure (bp) monitor displayed a systolic bp of 30mmhg; however, it was reported that the pt had a pulse. It was reported that the medical staff indicated that the pt's bp must have been at least 60mmhg. At 1447, it was reported that the norepinephrine delivery was increased from 80mcg to 100mg, the epinephrine delivery was increased by 10mcg, and the pt's bp increased to a level of 128/70mmhg. The customer contact indicated that the MRI was performed. On an unspecified date and time, the pt expired. It was reported by the user facility's director of cardiovascular services that the pt's death was not related to the event as the pt's blood pressure was almost immediately stabilized. It was unk if an autopsy was performed. Hospira's medical investigation is complete. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.